Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012 customer reported a leak inside the hmx al instrument. Customer stated that the amount of fluid that leaked was about 1 ml, and it was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the tubing through pinch valve 66 (pv66) was cut. Fse replaced the tubing and verified the repairs per established procedures. This resolved the issue and no further leaks were reported.